Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned. Interrogation and visual inspections were normal. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number:2017865-2025-17130. Related manufacturer reference number:2017865-2025-17131. Related manufacturer reference number:2017865-2025-17132. Related manufacturer reference number:2017865-2025-17134. It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead had intermittent capture and appeared to be dislodged. Consequently, the physician decided to perform a lead revision. Upon opening the pocket, the physician discovered an infection present within it. As a result, the entire system including the pacemaker, right ventricular lead, and atrial lead was explanted and replaced due to the infection. It was also noted that the previous pacemaker system had been explanted and replaced because of an infection at the site of the implanted device pocket. The patient was in stable condition.